Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the ventilator is alarming battery failure. The customer reported the unit was in use on patient, but there was no patient harm.

Manufacturer narrative:
Attempts were made to obtain further information regarding the device repair and patient information. To date no further details have been received. The service history record was reviewed and no repair information was found.

Manufacturer narrative:
The biomed confirmed the reported problem. The battery was replaced and passed all testing. Device is now fully functional.